Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to another device (onetouch ultramini). The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 12:35am. The patient claimed obtaining blood glucose readings of 138 mg/dl with the subject meter and 118 mg/dl on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. During the follow-up call, the patient informed the mss that he tests his blood glucose 7-8 times a day and that his normal blood glucose range is 120-190 mg/dl. The patient manages his diabetes with insulin pump therapy. In response to the alleged inaccurate high result, the patient reported administering an increased dose of 40 units of humalog insulin. The patient reported that two hours after the alleged inaccuracy issue began, he developed symptoms of headaches and was shaking. During the follow-up call, the patient was unable to confirm if he associated the symptoms with a high or low blood glucose excursion or with an unrelated health condition. The patient denied receiving any treatment in response to his symptoms. During the follow-up call, the patient claimed a blood glucose test was performed on another device (accu-chek) at the onset of his symptoms and a result of 165 mg/dl was obtained. At the time of troubleshooting, the customer service representative (csr) determined that an approved sample site was used for testing and that the unit of measure was correct on the meter at the time of testing. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter. The alleged meter issue could not be ruled out as a cause or contributor to the event.